Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 423 mg/dl and 40 mg/dl. The customer was treated with a manual injection for high blood glucose level. The customer declined troubleshooting for high blood glucose level. Customer did receive a sensor updating. Customer received a calibration not accepted alert. Customer did not receive a change sensor alert. The sensor will be returned for analysis and the insulin pump will not be returned for analysis.